Event description:
Pt had a left mastectomy with bilateral placement of post-operative adjustable saline implants. The pt underwent surgery to remove the bilateral implants, bilateral capsulectomies, and placement of bilateral saline implants because the pt had noted a decrease in the size of left breast.